Manufacturer narrative:
A ge service representative performed an onsite investigation. The iris position circuit between the collimator connector j1pin9 and the backplane connector a1j10pin13 was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the iris collimator closed/coned down without command of the operator. No patient death or serious injury was reported related to this event.